Manufacturer narrative:
The pump was returned to animas and evaluated. The keypad was found to be intact with no peeling or tears observed. The pump was observed to be intermittently responsive to up and down arrow button presses. The keypad was removed for further investigation. Contamination was found under the up and down arrow button contacts.

Event description:
The pt contacted animas alleging that keypad button presses did not activate desired pump functions. The pt claimed that the down arrow button was sticking. The pt denied that the device was exposed to water or that the keypad was damaged. The pt did not allege any harm or injury because of the reported issue.